Event description:
Complainant alleged that during biomed testing, the device failed to discharge via the multi-function signal cable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when out investigation is completed.